Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to an infection. It was noted when the physician attempted to explant this lead, the lead broke and about two inches of the tip was in the subclavian vein. The physician was able to remove the damaged lead segment successfully with no adverse patient effects.